Event description:
It was reported that there was a separation between the female connector and main body of two (2) minicap transfer sets. This occurred during a routine transfer set change. The transfer sets were not connected to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One (1) device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: two (2) actual devices were received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed on both samples. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.